Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a z-syndrome was noted approximately 3 months post implant. A yag procedure was performed, but did not help. The surgeon is evaluating treatment plan. Additional information was requested, but has not been received.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The lot number of the lens was not provided, therefore, a device history review (DHR) could not be conducted. Based on the information available, the exact cause of the reported event could not be conclusively determined.